Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported to boston scientific corporation, after the internal neurostimulator was placed, the patient experienced burning, tingling pain in their pocket site to their buttock and posterior thigh. The patient noted the pain began on (B)(6) 2025. The patient attempted to turn the stimulation up and down, with no change to their symptoms. The patient was voiding completely on their own with no need for catheter until this event occurred. The stimulation was turned off, and the program was switched with no change to the patient's condition. The patient saw their physician, and it was decided that the patient's device would be explanted. The patient was sent home with the stimulation turned off. The removal of the device for the patient was scheduled (B)(6) 2025; however, they did not attend the explant procedure. The patient planned to self-catheterize on a previous schedule and was provided a prescription for the pain. The representative was notified by the physician's office that the patient left the physician's office and went directly to the emergency room (ER). The patient's condition is unknown at this time.